Event description:
It was reported that during a case, it was noted that the pressure isolator was bad. The isolator was refilled and with no pt issues. Related MFR reports #: 2248146-2014-00213, 2248146-2014-00222, 2248146-2014-00223, 2248146-2014-00229.

Manufacturer narrative:
The components were returned for eval, however, they were made available for inspection at the facility. Under water leak tests were performed on the components and no leaks were detected. To determine what caused a false leak to be detected, the manometers used by the facility on these lines were tested. The manometer used on the line in which the reported malfunction occurred, was found to have a leak. The customer replaced the leaking manometer and has had no further issues with these components. Internal complaint # (B)(4).